Event description:
On 23-jan-2026, it was reported that on an unknown date the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 600 mg/dl while using the ilet. The user reported feeling unwell and stated they nearly went to the hospital but did not require emergency medical services, hospital admission, or emergency department treatment. No hospitalization or emergency medical intervention occurred, and no long-term health effects were reported.

Manufacturer narrative:
The user reported concerns regarding persistent hyperglycemia while using the ilet shortly after initiating therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed patterns of use inconsistent with device labeling and training, including repeated changes to body weight settings, multiple meal announcements during periods of hyperglycemia, and attempts to self-manage therapy without completing required training. These behaviors are consistent with therapy management and noncompliance issues rather than abnormal device performance. Based on available information, the reported hyperglycemic episode did not result in hospitalization or emergency medical intervention and was attributed to use-related therapy management factors, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.